Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: art. 352.105 / (B)(4) the returned synream reamer head is broken into three pieces. Because of the damage the complaint relevant dimensions cannot be checked to print specifications anymore. The DHR shows that the reamer head met the specifications at the time of manufacturing. The raw material certificate meets the specifications and the raw material lot matches with the production order. The measuring and hardness protocols do not show any deviations to the given specifications. The fracture surface is homogenous to what indicates the material conformity as well. The dimensions on the broken reamer head were as far as possible checked and found to meet the specifications. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: part 352.105 / lot 25871 - manufacturing location: (B)(4) - manufacturing date: september 22, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016. As the surgeon was carving the medullar channel, it was noted that the 10.5mm reamer head broke inside of the patient and the flexible shaft suffered unknown damages that rendered it unusable. In order to remove the fragments from the patient, the surgeon needed to extend the incision and create a new one as well. The pieces were successfully retrieved and the procedure was completed. Due to the intra-operative events, the procedure was prolonged by forty-five (45) to sixty (60) minutes. The surgeon also indicated that the patient was at an increased risk for infection due to the additional incision. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.